Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) with test strip lot number 63658921. On 15-feb-2023 the patient had the following meter results: 5.9 inr at 12:34 p.m. 6.2 inr at 3:06 p.m. 2.5 inr at 3:11 p.m. The patient only reported the meter result of 2.5 inr. The patient's warfarin dose was not changed.

Manufacturer narrative:
Occupation is patient's/consumer's spouse. The patient's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 4.9 inr. Qc 2: 5.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The reporter's alleged result of 3.9 inr on (B)(6) 2023 was not observed in the meter's patient result memory. The reporter's alleged result of 2.5 inr on (B)(6) 2023 was not observed in the meter's patient result memory. The reporter's alleged result of 4.4 inr on (B)(6) 2023 was not observed in the meter's patient result memory. All other alleged customer results were observed in the meter's patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Occupation is patient's/consumer's daughter. The test strips were provided for investigation where they were tested using retention meter and controls. Testing results (qc range = 4.1¿ 6.8 inr): qc 1: 5.0 inr; qc 2: 5.1 inr; qc 3: 5.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number up01554193 with 2 different strip lot numbers. On (B)(6)2023 at 1:23 p.m. The patient had a meter result of 4.4 inr. During the call, the patient re-tested on the same meter and got a result of 3.2 inr. The time difference between the tests measurements was less than 4 hours. The lot number of the strips used for the 4.4 inr result was (B)(6) and it had been discarded. The lot number of the strips used for the 3.2 inr result was (B)(6) but the expiry date was not provided. The patient's therapeutic range was 2.0-3.0 inr and his interval of testing is weekly.